Event description:
It was reported that all components were cemented into the knee, they attempted to insert the tibial insert into the tibial baseplate, doctor expressed concern that he had a difficult time sliding the insert into the baseplate. An additional tibial insert of the same size was opened and locked into the tibial baseplate effortlessly.